Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 chemistry analyzer and identified the failure mode as a defective reagent probe. The fse replaced the reagent probe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is: (B)(4).

Event description:
The customer reported the generation of erroneous therapeutic drug monitoring (tdm) patient results which include vancomycin (vanc), valproic acid (vpa), acetaminophen (actm), phenytoin (phy), carbamazepine (car) patient results on their dxc 800 clinical chemistry analyzer. The customer also reported the generation of erroneous c-reactive protein (crp) patient results and erratic quality control (qc) on tdms and crp. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.